Manufacturer narrative:
Updated: b3, d8, d9, h3, h4, h6, and h10. This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. The user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: biopsy ch/suction ch cfu: 11 cfu/100ml bacterial identification: enterobacter sp. Sampling from: unknown cfu: >100 cfu bacterial identification: pseudo. Aeruginosa olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: <1 cfu/endoscope (<1 cfu/100ml) bacterial identification: n/a the device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - distal end cap cover --- scratch - bending section rubber glue --- separated - bending tube --- shorten - channel mount --- wear and tear - mouthpiece --- damaged - air/water cylinder --- scratched - suction cylinder --- scratched - universal cord --- wrinkle however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The steps taken during the pre-cleaning and manual cleaning process were not provided by the facility. For automated endoscope reprocessor (aer) treatment, a cantel isa machine is used with cantel detergent and cantel (disinfectant). The scope is blow dry using filtered compressed air and is stored in a surestore storage. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was controlled and filtered. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for unexpected contamination. The microorganism(s) found during the sampling were not specified, this information has been requested. The issue was found at reprocessing during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.